Manufacturer narrative:
This report is submitted on april 9, 2021.

Event description:
Per the clinic, the patient developed an infection at the abutment site, and was treated with topical and oral antibiotics.